Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was not working. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 149 mg/dl.